Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery drive device would not run and had no power. It was further determined that the upper trigger was sticking. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not run, had no power and the upper trigger was sticking. It was further noted that the internal components were corroded and the safety disc was missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning/sterilization/ and/or maintenance procedures not being followed per the directions for use. If additional information should become available, a supplemental medwatch report will be sent accordingly.